Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure and service code was isolated to the trunk cable. There was an open along the orange (+5v) wire inside the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a service code.